Event description:
The user facility reported that during a patient procedure their 4085 surgical table was not responding to hand control commands to raise the table. The procedure was completed with the table as positioned. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived on site to inspect the table and found loose cables in the wiring harness between the hand control and master control board. The 4085 surgical table is equipped with an auxiliary control system in the event of primary control malfunction. The 4085 surgical table operator manual states (4-7), "the steris 4085 general surgical table is equipped with an auxiliary control system. This system can be actuated at any time and allows table operation in the event of primary control malfunction. A pedal (foot pump to provide hydraulic power) and override hand control (see figure 4-4 and figure 4-6) are located on the right side of the table base behind a cover panel and are used for table movements." The technician replaced the harness, tested the table, confirmed it to be operating according to specifications, and returned it to service. A steris account manager offered in-service training on the proper use and operation of the 4085 surgical table, specifically use of the auxiliary control system; however, the user facility declined. No additional issues have been reported.